Event description:
On (B)(6) 2013, the compact air drive ii motor continued to run. It is reported device was not used in surgical procedure or with a patient. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.no service history review can be performed because the lot number is unknown and cannot be traced. The item has not been sent in for service. The manufacture date is unknown. (B)(4)